Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 162 mg/dl and sensor glucose were 62 mg/dl at the time of the event. The sensor glucose and blood glucose difference were not within target range of glucose difference. Insulin delivery was suspended due to sensor glucose value. Suspend on low limit in sensor settings was unknown. The sensor will not be returned for analysis.